Manufacturer narrative:
Infection occurred. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria. No conclusion can be drawn at ths time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient developed an infection two months following a hernia repair with mesh implant. The patient was prescribed antibiotics and returned to surgery in late 2008 for device explant.